Event description:
Per the clinic, the patient was admitted to the hospital for dizziness and vertigo. The patient was hospitalized on (B)(6), 2011 and released on (B)(6), 2011. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.